Event description:
Pt reported blood glucose results of "98 mg/dl and 138 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.